Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion. Leak test and microscopic analysis was performed which identified: one sharp opening. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.